Event description:
It was reported that the right ventricular lead exhibited failure to capture and undersensing. It was discovered that the lead dislodged. The lead was attempted to be repositioned however, the helix was unable to extend and was explanted and replaced.

Manufacturer narrative:
Correction: incorrect serial number reported was (B)(6).